Event description:
Patient had surgery on 11/3/92 and returned to work 11/7/92. Patient had pain on 11/7/92 and called surgeon. Patient went to another hospital on 11/9/92 and had a laparoscopic procedure on 11/10/92. Patient had bowel obstruction. Patient discharged on 11/11/92 in good condition. Surgeon thinks that stapler during 11/3/92 procedure misfired and hooked into bowel causing it to twist and cause bowel obstruction. On re-scope, misfired staple was founddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.